Event description:
Device malfunction: none. Symptoms/ae: stroke, bradycardia. Time of ae: after the procedure. It was reported that shortly after a left internal carotid artery stenting procedure, the pt had a stroke. The pt was unable to touch the right thumb to the right index finger, but was able to squeeze the toy with the hand. A head CT was negative. Initially, the pt had right hand weakness which was diagnosed as a reversible ischemic neurological deficit; however, it was later diagnosed as a stroke, prolonging hospitalization. The pt was treated with aspirin, plavix and pravachol. One day postprocedure, the pt was noted to have bradycardia and was lightheaded with ambulation. Three days postprocedure, the pt's status remained unchanged and the pt was discharged to home. Although requested, no additional info was provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Stroke and bradycardia are known potential adverse effects associated with the use of carotid stents as listed in the device instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformances which could have contributed to this complaint.